Event description:
Additional information was received stating that the vns patient was experiencing difficulty eating in addition to difficulty swallowing. No known surgical interventions have occurred to date.

Event description:
It was reported that the vns patient was admitted to the ICU due to difficulty swallowing. The patient¿s device was subsequently programmed off. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
This event was reported in manufacturer report # 1644487-2014-01014.